Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx site #(B)(4) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a sticky and incomplete flap cut, noticed on patient's right eye during a lasik flap procedure. The patient's issue was noted to be resolved and the prognosis was stated to be good.

Manufacturer narrative:
Additional information provided in d9., h.3., h.6., and h.10. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The system was then tested and met all product specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).